Event description:
Report received of a clave port that could not be accessed. It was reported that a patient in the emergency department required an emergent injection of d50. The patient had a hickman catheter connected to a primary line of saline. When the clinician attempted to inject the d50 through the distal clave port with a needleless abboject syringe, she met resistance and was unable to deliver the medication. The clinician disconnected the primary tubing from the hub of the hickman catheter, connected the d50 syringe to the hub of the hickman catheter, and was able to deliver the medication. The tubing was reconnected with no further problems. There were no cracks or leaks reported. It is unknown whether any further attempts were made to access that clave port. The patient was transferred to a medical floor. There was no reported adverse patient effect.